Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the patient insulin pump alarm low battery. Customer's blood glucose at time of incident was 800 mg/dl. The customer got a low battery on her pump but didn't know and she has a hard time seeing and didn't know the pump was dead. The customer's mother was advised to clean battery cap with dry cotton swab. Customer's mother was instructed to wait 5 seconds before inserting a new battery. The customer's mother was advised to monitor pump. The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 800mg/dl. The customer was admitted to the hospital. The customer does not have a good vision and is currently in the hospital. The customer's mother will call back to record the hospitalization.